Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with two pain stimulation implantable pulse generators (ipgs) for the treatment of multiple sclerosis experienced several issues, including controllers not communicating with either stimulation system, remotes that had been broken for three years, a battery that became warm, a spark issue when wires were replaced, and a dislodged battery that was very mobile. The patient also reported difficulty walking due to multiple sclerosis. During an inquiry regarding magnetic resonance imaging (MRI) scanning conditions, MRI guidelines for the known system were reviewed, and it was recommended that the patient obtain an MRI eligibility form from the managing healthcare provider. The patient claimed their managing healthcare provider was aware of all implant issues and was comfortable with proceeding with the scan, but guidance could not be provided for an unknown implant. No patient complications have been reported as a result of this event.